Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was noted to have torn cable. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event on (B)(6) 2024: the instrument was not checked due to sterility, but there was no visible damage. Sewing and knotting were the surgical tasks being performed when the issue occurred. There was no collision with any other instrument or tool during the procedure. The grips opened and closed without any issues. The left/right (yaw) motion of the grips was also without any issues. The up/down (pitch) motion of the wrist was also fine. There were no cables visibly protruding from the distal end of the instrument. No fragments fell inside the patient's anatomy. No photographic images or video recordings available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.